Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they got electrode was missing. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will returned for the analysis.